Event description:
Patient was receiving first treatment at metro dermatology to treat skin condition. Clinic was to impart 200 mj/cm2 dosage. Clinic was operating the device using admin mode which requires that the device lamp output be entered manually in order to determine the exposure time to uv light.. The read out of the unit was 6.11 mw/cm2. The technician running the device input 0.61 mj/cm2 in error. Time of exposure is calculated by dividing the dosage desired for the treatment by the device output, so instead of dividing by 6.11, 0.61 was used. This resulted in an exposure time of 5 min and 28 sec instead of 33 sec. The patient received burns over a large part of her body and her skin was reddened, peeling and extremely painful. After consulting with her physician, she was prescribed triamcinolone acetonide0.025% ointment to treat the skin. Patient's condition has been monitored by the clinic and she was expected to return for additional treatment.